Event description:
During a cataract extraction procedure, particulate was seen coming from this phacoemulsification handpiece. Another handpiece was used to complete the procedure.

Manufacturer narrative:
FDA's 7-digit access number has been added to page 1 of this report.